Event description:
It was reported to kendall/tyco healthcare in 2006 that a customer had a problem with the mahurkar dyalis catheter. Customer stated "the guide wire cammot advanced through the catheter, replaced with another; no patient harm or injury noted."